Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient thinks that the implant moved close to two years ago, in november or december, because they had severe back pain where the device was; they think the ins moved and was hitting a nerve. It was noted that the patient turned off the stim a while ago, but they are still getting pain since the device is off. They had a pain episode at the end of (B)(6), beginning of (B)(6) 2017. They were offered pot and that helped. It lasted a day. It was stated that if they move it¿s like it pops or catches; it¿s like when you bump your funny bone. It was noted that the pain comes and goes, and a doctor over the phone said it was arthritis, the pain. The patient¿s medical history included scoliosis. No further patient complications are anticipated or expected as a result of this event.